Event description:
As reported by the user facility: incident of tubing disconnects at the spinlock adapter on pediatric ward. No patient injury, but there has been some blood leakage, amount unknown. Additional information regarding this incident was provided by the sales rep. Per the facility indicated that the blood loss was minimal and blood replacement was not necessary. The patient suffered no additional adverse sequela associated with the incident.

Manufacturer narrative:
The actual device in the reported incident was discarded and was not returned to the manufacturer to be evaluated. However, one unused representative sample was returned from the reported lot. The representative sample was physically pull tested for joint strength and was found to exceed specification. Without the actual sample, a thorough evaluation could not be performed. No specific conclusions can be drawn.